Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their insulin pump developed a crack in the casing. The crack is seen on reservoir compartment and the drive support cap appears to be damaged. Customer states they do not know how it happened. Asked customer to return broken pump. Product is being replaced. No blood glucose level reported. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing reservoir tube o ring, and missing end cap sticker.